Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three samples were returned. A flow rate test was completed, with no abnormalities. Cause of complaint could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: overinfusion. Patient stated that device infused between 20-30 minutes.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.